Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon converted to a laparotomy and applied cautery and suture to complete the procedure. The hosp has reported the pt's condition is satisfactory.